Event description:
The nurse reported to us that the clamp mechanism is damaged.

Manufacturer narrative:
Evaluation summary: the reported event that the holding sleeve is not functional could be confirmed since the returned device matches the reported failure mode. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on investigation, the root cause of the determined damage was attributed to a user related issue. The device is not functional anymore due to damage on the holding part of the instrument. This could be caused by a misuse and by too much force applied on the device. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported to us that the clamp mechanism is damaged.